Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the drawer controller board and latch sensor, but the drawer remains down due to needing a pmc board. The call has been referred to the usual field service engineer for same issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.